Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt of the right atrial lead that the physician attempted to retract the helix but on fluoroscopy it did not seem to be retracting. Then once the lead was taken out of the body the helix appeared to have retracted. The physician also thought that they may have caused the lead to kink in the patient when handling it or pushed the stylet too far into the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.